Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® c&s preservative urine tube, 14 tubes had their stopper pulled out when using with a urine straw. There was no health impact or consequences reported.

Event description:
It was reported while using bd vacutainer® c&s preservative urine tube, 14 tubes had their stopper pulled out when using with a urine straw. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 26-sep-2025. Investigation summary: bd received one sample and five photos for investigation. The returned sample was visually inspected and found to contain a clear liquid with a punctured conventional stopper. During a functional testing no issues were identified, and the stopper remained intact within the tube. The photos were also visually evaluated and do not show the indicated failure mode. A total of 100 retained samples were visually inspected and found to have the hemogard closure assembly correctly assembled and placed on the tubes. Additionally, 10 retained samples underwent functional tests, and all drew within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: stopper pullout. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.